Manufacturer narrative:
The insulin pump was received with no up and down button response due to flattened button dome switch. No moisture damage inside pump noted. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had unresponsive buttons. The customer's blood glucose was unknown. The customer stated that the device was exposed to salt water, a few weeks prior to the keypad anomaly, on 06/29/2014. The keypad anomaly started on 07/19/2014. The discontinuation of the device was advised. Nothing further was reported.